Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had four noise episodes that were oversensed and led to non-sustained ventricular tachycardia (vt) events. After review of the episodes, it was thought that perhaps it was due to air bubbles. The duration was programmed to 10 seconds overnight and monitored. The following day, the device was checked and there were no other stored episodes. All the lead parameters were good and stable. The duration was programmed back and the patient will be monitored. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device still remains implanted. The clinical observations cannot be further confirmed yet. This report will be updated upon receipt of additional information.